Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14270. Related manufacturer reference number: 2938836-2019-14273. Related manufacturer reference number: 2938836-2019-14275. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiomyopathy and chronic obstructive pulmonary disease.

Manufacturer narrative:
A partial lead was returned in one piece. Electrical testing did not find any abnormalities. Any damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The lead was returned in one piece. Electrical testing did not find any abnormalities. Any damage found was sustained during the surgical procedure. The lead was otherwise normal.